Manufacturer narrative:
Concomitant medical products: product ID: 4196-88 lead, implanted: (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached elective replacement indicator (eri) three years ago. The patient was lost to follow up and returned to the clinic with symptoms of heart failure. The device was at end of life (eol) and was unable to be interrogated; however, early eri was suspected as the device battery lasted less than four years. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.